Manufacturer narrative:
The insulin pump was monitored for several days. The insulin pump was received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected battery error anomalies noted. No unexpected failed battery test alarm anomalies noted. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, broken reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a battery error. The insulin pump's battery icon was empty when it had a new battery. The buttons were unresponsive. They were trying to deliver a bolus when the issue occurred. The customer stated the battery issues started on (B)(6) 2017. Their blood glucose level during the incident was 214 mg/dl. Troubleshooting was performed and the customer did not receive a failed battery test alarm. They were able to program and deliver a bolus. The customer had called back to report a button error alarm. They were unable to clear the alarm. The customer stated they wear the insulin pump in their bra and there may have been moisture. They were advised to observe the time clock for one minute to verify if time advances. The customer verified that time advanced. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.